Manufacturer narrative:
Corrected data. The device was returned. An event regarding crack/fracture involving mako impactor was reported. The event was confirmed by product return. Method & results: device evaluation and results: visual inspection of the returned device indicates the device is fractured. Examination of the returned device with engineer indicated that the device is fractured due to an overload condition as indicated by hackles observed on fracture surface. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: examination of the returned device with engineer indicated that the device is fractured due to an overload condition as indicated by hackles observed on fracture surface. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.

Event description:
Plastic from tibial impactor broke off. The case had already been completed when the impactor was damaged.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
Plastic from tibial impactor broke off. Update: the case had already been completed when the impactor was damaged.